Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that a balloon pinhole occurred. During preparation of two 10.0 x 40, 75 cm gladiator elite balloon catheters, it was noted that neither would inflate and that each had a hole in it. The procedure was completed with another size of the balloon. No patient complications were reported.